Event description:
At the follow-up check on (B)(6) 2023, the expected longevity six months ago was 9 years, but this time it was 4 years. The physician said that the atm in the ventricle was probably at 5v, which seems to be the cause, but he would like us to analyze the data (cso). Implant date (B)(6) 2021: pm: eno dr (B)(6), a: xfine jx24d (B)(6), v: vega r52 (B)(6).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Based on the historical follow-up data was provided, the expected overall longevity is estimated at ¿ 100 months (8 years). The implantation duration would be 72 months, which is very slightly lower than 75% of the estimated overall longevity (75% of 100 months = 75 months). This low residual longevity was based on the programmed parameters at the previous follow-up (ventricular pacing amplitude programmed at 5v). At the next follow-up, the programming has changed (ventricular pacing amplitude programmed at 2,5 v). The next estimated residual longevity, by taking into account this new programming, will be, therefore, displayed at the next follow-up. The ventricular autothreshold was set at auto which induces a high consumption as well. Based on those observations, no premature battery depletion could be suspected.